Event description:
It was reported that the patient experienced hypoglycemia symptoms while using the blood glucose monitor. At 5:00 p.m., the patient was dizzy, sweating, shaking, and had blurred vision. The patient chose not to self-treat at this time. At 7:00 p.m., the patient's blood glucose result was 120 mg/dl on the blood glucose monitor. The patient injected 10 units of novolog insulin and still had symptoms of dizziness, sweating, shaking, and blurred vision. The patient did not take her normal amount of insulin due to the low blood symptoms. At 7:00 p.m., the patient drank juice but still experienced the symptoms. The patient's husband could not get home until 10:00 p.m. To take her to the hospital. She arrived at the hospital at 10:20 p.m. And the blood glucose result was 60 mg/dl on the hospital's meter. The hospital treated her with glucose tablets and orange juice. The patient felt better after 20 minutes. The patient was discharged at 4:00 a.m. On (B)(6) 2022 and her blood glucose result was 121 mg/dl on the hospital's meter.

Manufacturer narrative:
The test strips were not returned.

Manufacturer narrative:
The test strips were not returned.

Event description:
It was reported that the patient experienced hypoglycemia symptoms while using the blood glucose monitor. At 5:00 p.m., the patient was dizzy, sweating, shaking, and had blurred vision. The patient chose not to self-treat at this time. At 7:00 p.m., the patient's blood glucose result was 120 mg/dl on the blood glucose monitor. The patient injected 10 units of novolog insulin and still had symptoms of dizziness, sweating, shaking, and blurred vision. The patient did not take her normal amount of insulin due to the low blood symptoms. At 7:00 p.m., the patient drank juice but still experienced the symptoms. The patient's husband could not get home until 10:00 p.m. To take her to the hospital. She arrived at the hospital at 10:20 p.m. And the blood glucose result was 60 mg/dl on the hospital's meter. The hospital treated her with glucose tablets and orange juice. The patient felt better after 20 minutes. The patient was discharged at 4:00 a.m. On (B)(6) 2022 and her blood glucose result was 121 mg/dl on the hospital's meter.